Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a small-bore sheath. Reportedly, a suture break occurred during knot advancement with the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The suture break was not confirmed; therefore a conclusive cause could not be determined. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Event description:
Subsequent to the initially filed report, the following information was received: the suture break occurred when the blue suture was pulled into the trimmer to advance the knot. No additional information was provided.